Manufacturer narrative:
H3 and h6 codes: updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the device experienced repeated no disposable alarms. After turning the pump on and off several times, it eventually started. However, since then, the cassette has also been less empty than before. Normally, the cassette needed to be changed periodically, but the spouse has not had to do this a few times recently due to sufficient volume. The patient has also experienced an increase in freezing episodes since then. There was unknown reported patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. D4 - lot #: provided numbers: 4427269ab 4453537ab. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.